Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a dry itchy skin irritation. The patient reported that there was no rash. During a follow-up the patient's wife reported that the patient's doctor instructed the patient to use a different detergent. She reported that the irritation was still present but not any worse. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction associated with the irritation.